Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) limb extension interventional procedure. Reportedly, the foot of the prostyle device did not close even though the lever had been closed completely. Physician force had to be used to remove the device as it was not able to be removed easily as the foot did not close. There was no reported tissue or vessel damage noted. The sutures of the device along with the sutures of a second prostyle device were successfully pre-placed. The sheath was upsized to a 14f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open or close the foot was confirmed based on the returned condition of the device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. A conclusive cause could not be determined for the reported difficult to open or close the foot. Factors that may contribute to a difficult to open foot include, but not limited to tissue or suture caught in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.